Event description:
In 2007, the lay user/patient contacted lifescan alleging that the battery contacts on her one touch ii meter were broken/loose. The reported issue first occured at 12pm on the same day. The patient indicated that as a result of the reported issue, she took her usual dose of diabetes medications (10 units of 70/30 insulin. At an unspecified time after the issue began, the patient developed symptoms of feeling shaky. This complaint is being reported, because the patient allegedly became shaky after the battery contact issue started. Replacement products were sent to the patient.